Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis from (B)(6) 2019 to (B)(6) 2019 with blood glucose of over 650 mg/dl. On the next day customer's blood glucose was 300 mg/dl. The customer was treated with manual injection, insulin pump and insulin drip. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer also stated that drive support cap was protruded and sticking out. The customer also stated that insulin pump had no delivery alarm and event was resolved by changing complete set. The insulin pump will be returned for analysis.